Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg). Troubleshooting charging techniques did not resolve the issue. It was noted that the ipg had migrated, and the patient underwent a revision procedure to reposition the device. The patient did well postoperatively.